Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced feeling nausea and vomiting, but still went to work. The cgm reading was between 62 and 80 mg/dl, and the patient took ondansetron 8mg for the symptoms. By 08:00pm on the same day the patient went to the urgent care as she was still experiencing the same symptoms. When a fingerstick was taken the cgm reading was 60 mg/dl, and the blood glucose reading was 570 mg/dl. The patient was injected ondansetron and self-treated with 14 units of insulin via the pump. The patient was advised to go to the emergency care but went home first and inserted a new sensor. When the patient arrived at the emergency room (ER) at around 02:00am, the cgm reading was 300 mg/dl, on the new sensor but tests at the ER confirmed that the patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. The patient was discharged the same day at 04:00pm. At the time of the report the patient was stable but still had a sore throat due to the vomiting. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.